Event description:
It was reported that a loaned surgical instrument arrived at a surgical case fractured and had not been replaced; an alternative instrument was used. The damaged instrument was delivered with the loaner set and identified upon receipt for the case. The reporter noted that processes for replacing or repairing loaner instruments required correction. There is no additional information available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.